Event description:
A malfunction was reported where the device did not charge properly and would not stay charged for long. Additionally, the patient experienced shutdowns overnight, and the touchscreen was sometimes unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up and troubleshooting from customer technical support. No additional information was received regarding the outcome of the event.